Manufacturer narrative:
Code "other" was selected as the medical device was discarded at facility. Return not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient underwent endovascular treatment of an abdominal aortic aneurysm using conformable gore® tag® thoracic endoprosthesis and gore® dryseal flex introducer sheath (dsf). During treatment, a proximal type I endoleak was observed. For treatment of the el, additional cuff was implanted into the trunk-ipsilateral component. The endoleak was reduced, however remained very slightly. The physician decided to monitor it. Right access angiography revealed a dissection at the right common femoral artery where a 12fr sheath had been used. For treatment of the dissection, an intimal fixation was performed. After that, blood flow at the right common femoral artery was good. The patient tolerated the procedure. The physician stated that due to a poor condition of the access, he expected a much worse result, but was glad it was only this dissection.